Manufacturer narrative:
Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Expiration date ¿ ni. Date implanted - ni. Manufacture date ¿ ni. Lee et al. "A retrospective study of complications associated with 100 consecutive maxillary sinus augmentations via the lateral window approach" the international journal of oral & maxillofacial implants (2013) 28:860-868.

Event description:
It was reported in a journal article, 5 patients experienced infection within two weeks of surgery during which a dental implant and granules were implanted. The patients were treated with drainage and antibiotics.